Event description:
Went to covid clinic, in (B)(6) for three rt-pcr tests (at (B)(6) each). When we hadn't received two of the results six hours later (we were told 30 minutes) I returned in person. They sent the two remaining tests, but I did not receive the email. So, they re-sent all three tests, which I received almost immediately and left. Today, I am preparing to send the paperwork to my insurance company, when I notice that the two copies for one patient have conflicting results. In other words, for one patient and one sample serial number, we received a positive and a negative result. Clearly the practices and procedures at this site are not sufficient to prevent serious errors. Additionally, all three swabs were taken at approximately 10:00am (we arrived in the same car). The test records indicate collection at 12:16, 15:56, and 15:57. It appears they are fudging the records, in order to show a 1 hour test time (as advertised). FDA safety report ID# (B)(4).